Event description:
During a procedure, the system froze. A new study was created to complete the procedure with no patient consequences. There was a clinically significant delay.

Manufacturer narrative:
Review of the case logs verified that there was an absence of logging of more than 2 minutes prior to the computer being manually restarted which is indicative of a software freeze. However, the investigation did not reveal any anomalies or determine the cause of the freeze. Review of the automarks in the case study and the tactisys log files revealed the lsi values during the first six radiofrequency applications were within accepted tolerance of the reported time in ablation. Evaluation of the ensite velocity system study did not reveal any anomalies. Based on the information provided to abbott, the cause for the reported events remain unknown.